Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. All of the buttons functioned properly. However, a corroded keypad was found. The unit did not have a button error alarm during testing and did not have moisture damage on the electronics assembly. The unit had a stripped battery cap coin slot, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer called in to report a button error alarm during a bolus. The customer's blood glucose level was 189 mg/dl. The customer had a high blood glucose level the week before the incident of 499 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.